Event description:
It was initially reported that the patient was operated for excision and split thickness skin graft to the right lower leg and an autograft from the left thigh. At that time the dermatome blade was loaded upside down which caused the skin to be harvested too deep producing a full thickness graft. A small patch of the full thickness skin was sutured back to the donor site. "Insert with this side up" was noted on correct side of the blade but there were no markings or caution statements on the wrong side of the blade to alert the staff that the blade was being loaded in the dermatome incorrectly.

Manufacturer narrative:
No product was returned for evaluation. A review of the DHR for the blade assembly and the review of the incoming inspection for the blades noted no non-conformance's, rfd's, or other issues. The review of the manufacturing procedures noted no systemic issues. The customers reported event is that the blade was installed upside down. Through zimmer surgical cannot verify the reported incident it is accepted as an occurrence based on the information provided. The root cause of this complaint , as identified by the per, is the improper insertion of the blade into the dermatome by the user. Per the instruction for use for the zimmer dermatome, it is noted that the blade should be "inserted with this side up".